Manufacturer narrative:
One t3®implant was returned for inspection. The implant shows large signs of damage and tissue attachment about the threads. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The malfunction as reported has occurred thus the complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. The implant was removed and a bone graft was placed.